Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the infusion set cap had an anomaly. The customer also noted that she had received a voluntary recall notice regarding the scroll wrap feature, for which the customer had the insulin pump replaced. The customer's blood glucose reached as high as 500 mg/dl. The customer's mother stated that a piece of the infusion set that connected to the reservoir fell off. She reported that this was the fifth time this issue occurred. She noted that the first 3 times, the insulin pump was down to 50 units of insulin left. She stated that on the third time, the little piece fell out. She noted that the customer has down syndrome. No bent infusion set cannula was found, and the customer was treated with manual injections. The caller was advised that the insulin pump was not the cause of the high blood glucose levels but the insulin pump was being returned due to the scroll wrap notice.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.